Event description:
It was reported that in use, air leakage occurred and the patient was re intubated. It was reported that the tube was pre tested prior to use.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endobronchial tube for failure investigation has been requested. The lot umber was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.